Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the receiving inspection (ri) for viper2 straight rod-600mm, coc was conducted identifying that lot number: tbgnn released in two batches. Batch 1: lot qty of (B)(4) units were released sep 23 2013 with no discrepancies. Batch 2: lot qty of (B)(4) units were released sep 24 2013 with no discrepancies. Supplier: tomz corp. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d2: additional procodes: kwp, kwq, mnh, mni, osh. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a synthes employee. H6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: patient originally underwent spine surgery on (B)(6) 2005. On (B)(6) 2015, patient underwent revision surgery due to rod breakage. The re-fusion was done with screws. On (B)(6) 2023, patient underwent a second revision procedure due to rod re-breakage. During the procedure, a set screw and connector broke. Patient was stable. This report is for a viper2 straight rod-600mm, coc. This is report 2 of 2 for (B)(4) and captures the first revision surgery. The second revision surgery is captured under (B)(4). The intraoperative incident is captured under (B)(4).